Manufacturer narrative:
Approximate age of device - 2 years, 10 months. The device was received for analysis. The evaluation is not complete. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the lvad clinic for a routine visit. The patient reported that approximately 2 weeks prior, the system controller sounded intermittent beeps and he changed the system controller on his own accord. The alarms persisted after the exchange, but the patient did not notify the vad team. In the clinic, upon interrogation, red heart alarms were noted including multiple low speed operations and pump stoppage hazards. There were also several power elevations. The manufacturer's technical services reviewed the log file and it contained data patterns indicative of a percutaneous lead issue. The patient was asymptomatic at the time of the event but was admitted for close monitoring. On (B)(6) 2015, technical services performed a continuity test of the percutaneous lead and it was found that the orange wire was broken. Fluoroscopy of the driveline was performed; however, the site of the broken wire could not be identified. On (B)(6) 2015, technical services attempted a percutaneous lead revision, however upon placing the patient on the repaired percutaneous lead the pump did not operate. The patient was returned to the original percutaneous lead which was splinted and secured. The pump was subsequently exchanged on (B)(6) 2015.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The percutaneous lead (lead) was returned cut approximately 2¿ from the pump housing and the remainder of the lead was returned in one segment. An additional 1¿ section of the outer silicone jacket from the terminus of the pump end bend relief was also returned. The outer layers of tape, splints, and the remaining portions of silicone jacket were removed. Continuity testing from the proximal end of the lead revealed that the black, red, and yellow wires were electrically intact throughout the length of the lead. Continuity testing from the repair site (approximately 13 inches from the metal connector) revealed that the brown, orange, and green wires were electrically intact from the repair site to the metal connector. Breakdown of the braided shield was noted along the length of the lead. Examination of the underlying wires revealed that the orange wire was fractured at the proximal end of the lead, approximately 1.5¿ from where the lead was cut, originally located in the approximate location of the terminus of the pump end bend relief. This wire damage appeared to be the result of fatigue failure due to repetitive flexing. Breaches in the brown and red wire insulation were noted in the same location. An additional breach was noted in the yellow wire insulation approximately 4 inches from where the lead was cut. Hipot testing confirmed that the inner conductors of the wires were exposed in these areas. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. Continuity testing and examination of the 2¿ portion of the lead, extending from the pump housing found that all wires were electrically intact and unremarkable. If the exposed conductors of the fractured orange wire or compromised yellow, brown, or red wires contacted the braided shield while the patient was operating on tethered power, the resulting short to ground would have caused the reported pump speed reductions and pump stops. The reported event also could have been caused by a phase to phase short which would occur if the exposed conductors of any two compromised wires in different phases contacted each other or simultaneously contacted the braided shield while the patient was operating on tethered power or batteries. No further information was provided. The manufacturer is closing the file on this event.